Manufacturer narrative:
No medwatch form was received. Final analysis identified an integrated circuit anomaly which prematurely drained the battery.

Event description:
It was reported that during interrogation, pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.